Manufacturer narrative:
No lot number was identified with this complaint. Therefore, a device history record review and complaint history review could not be conducted. An actual I/a tip device was not returned to manufacturing for evaluation. However, a usb returned by the customer was reviewed by the manufacturing site. The video shows an I/a tip in use. At the end of the video, a close up of an I/a tip, showed the tip is damaged with raised plastic. The customer video received confirmed, that the I/a tip is damaged, which can be perceived as a burr. Since the video confirms, the sample was used, during a surgery. How and when the I/a tip became damaged cannot be determined. All I/a tips are 100% visually inspected, prior to being released from the manufacturing facility. Any nonconformance, such as the damaged tip present within the video are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery while using an irrigation an aspiration tip there was a rupture to the posterior capsule due to burr on the tip. As there was no vitreous prolapse experienced, the surgery was able to be completed by inserting the intra ocular lens into the bag with no further patient harm reported. Additional information has been requested. Additional information received clarified that the patient recovered.